Event description:
It was reported that during reprocessing, excess water was discovered in the control head of the colonovideoscope following high-level disinfection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following field was update: d8, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure found during investigation could not be confirmed. According to the investigation there was no leakage detected. The root cause could not be identified. Based on the results of the investigation, there was no probable cause, or the investigation finds did not lead to a clear conclusion about the cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this.

Event description:
No additional information received from customer.